Manufacturer narrative:
Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 11-jan-2017: ptc investigation result. Company causality comment: this non-medically confirmed spontaneous legal case report refers to female consumer who had essure (fallopian tube occlusion insert) inserted and she presented pain (seen as pelvic pain) and heavy bleeding (seen as genital haemorrhage). A hysterectomy was performed to remove micro-inserts around 1 year after insertion. The reported events are serious due to medical importance and anticipated in essure's reference safety information. After essure insertion, pelvic pain, genital bleeding and menses pattern changes may occur. In this specific case, consumer presented the events after insertion. Considering compatible temporal relationship and absence of alternative explanation, causality between events and essure cannot be excluded. This case was regarded as incident, since device removal was required. A product quality defect could not be confirmed but is considered plausible. However, the reported medical events are not indicative of a quality deficit per se. Further information will be obtained through the litigation process.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("heavy bleeding") in a female patient who received essure. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient started essure. On an unknown date, the patient experienced pelvic pain (serious criteria medically significant and clinically significant/intervention required), genital haemorrhage (serious criterion medically significant), menstrual disorder ("menstrual bleeding that was black"), migraine ("migraines"), abdominal pain ("cramping") and back pain ("back pain"). The patient was treated with surgery (hysterectomy to remove essure on (B)(6) 2015). Essure was withdrawn. At the time of the report, the pelvic pain, genital haemorrhage, menstrual disorder, migraine, abdominal pain and back pain outcome was unknown. The reporter considered pelvic pain, genital haemorrhage, menstrual disorder, migraine, abdominal pain and back pain to be related to essure. Company causality comment: this non-medically confirmed spontaneous legal case report refers to female consumer who had essure (fallopian tube occlusion insert) inserted and she presented pain (seen as pelvic pain) and heavy bleeding (seen as genital haemorrhage). A hysterectomy was performed to remove micro-inserts around 1 year after insertion. The reported events are serious due to medical importance and anticipated in essure's reference safety information. After essure insertion, pelvic, back and uncharacterized pain may occur. Besides that abnormal genital bleeding and menses pattern changes may occur either. In this specific case, consumer presented the events after insertion. Considering compatible temporal relationship and absence of alternative explanation, causality between events and essure cannot be excluded. This case was regarded as incident, since device removal was required. The product technical analysis has been sought. Further information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') and genital haemorrhage ('heavy bleeding/ abnormal bleeding') in a female patient who had essure (batch no. C03091) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included menorrhagia and dysmenorrhea. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), menstrual disorder ("menstrual bleeding that was black"), migraine ("migraines"), abdominal pain ("cramping"), back pain ("back pain") and rash ("skin rashes"). The patient was treated with surgery (novasure endometrial ablation,dilation and curettage and hysterectomy, laparoscopic bilateral salpingectomy to remove essure on (B)(6) 2015). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, genital haemorrhage, menstrual disorder, migraine, abdominal pain, back pain and rash outcome was unknown. The reporter considered abdominal pain, back pain, genital haemorrhage, menstrual disorder, migraine, pelvic pain and rash to be related to essure. The reporter commented: need for additional surgery. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s social media records: pelvic pain. Most recent follow-up information incorporated above includes: on 8-sep-2020: medical record was received. Lot number, reporter information, medical history were added. Case became medically confirmed. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') and genital haemorrhage ('heavy bleeding/ abnormal bleeding') in a female patient who had essure (batch no. C03091) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included menorrhagia and dysmenorrhea. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), menstrual disorder ("menstrual bleeding that was black"), migraine ("migraines"), abdominal pain ("cramping"), back pain ("back pain") and rash ("skin rashes"). The patient was treated with surgery (novasure endometrial ablation,dilation and curettage and hysterectomy, laparoscopic bilateral salpingectomy to remove essure on 20-aug-2015). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, genital haemorrhage, menstrual disorder, migraine, abdominal pain, back pain and rash outcome was unknown. The reporter considered abdominal pain, back pain, genital haemorrhage, menstrual disorder, migraine, pelvic pain and rash to be related to essure. The reporter commented: need for additional surgery ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s social media records: pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-sep-2020: quality safety evaluation of ptc we received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("heavy bleeding/ abnormal bleeding") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), menstrual disorder ("menstrual bleeding that was black"), migraine ("migraines"), abdominal pain ("cramping"), back pain ("back pain") and rash ("skin rashes"). The patient was treated with surgery (hysterectomy to remove essure on (B)(6) 2015). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, genital haemorrhage, menstrual disorder, migraine, abdominal pain, back pain and rash outcome was unknown. The reporter considered abdominal pain, back pain, genital haemorrhage, menstrual disorder, migraine, pelvic pain and rash to be related to essure. The reporter commented: need for additional surgery. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on (B)(6) 2017: event skin rashes added, lawyers added from legal claim. Product start date was updated to 26-aug-2014 (previously reported as (B)(6) 2014). Essure legal manufacture has changed from (B)(4) to (B)(4) and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.